Event description:
It was reported that the patient kept getting a downstream occlusion which stopped it from priming. There was patient involvement. There was no patient harm or intervention required and the product was disposed of by patient so it cannot be returned.

Manufacturer narrative:
E1: (B)(6). H3: device was not returned for root cause analysis. Customer provided two videos that show cadd infusion pump priming and the message ¿downstream occlusion cleared¿ appeared on the screen. In the videos is not possible to identify the sample used to perform the test on the cadd infusion pump. The failure mode reported in the complaint was confirmed, but since the sample complaint was not returned to perform the functional test, the failure mode cannot be attributed to the manufacturing process.